Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 93% stenosed, 24mmx2.75mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and severely calcified left anterior descending artery. After the lesion was crossed with a 6f non-bsc guide catheter and a pt2 ls 185 guidewire, pre-dilatation was performed with a 2.75x20 emerge balloon catheter resulting to 38% residual stenosis. A 28 x 2.75 rebel bms stent was advanced but failed to cross the lesion. However, during removal, it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.